Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7k61-25 / 35 that has a similar product distributed in the us, list number 7k61-27 / 37. This issue was also reported under MDR number 1628664-2018-01883 for the analyzer.

Event description:
The customer observed falsely elevated results while using architect b12 reagents. The following data was provided. Sid (B)(6) initial 298 pmol/l, repeat 221 pmol/l, sid (B)(6) initial 415 pmol/l, repeat 219 pmol/l, sid (B)(6) initial 230 pmol/l, repeat 157 pmol/l, sid (B)(6) initial 376 pmol/l, repeat 214 pmol/l, sid (B)(6) initial 370 pmol/l, repeat 221 pmol/l, sid (B)(6) initial 239 pmol/l, repeat 133 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from both the analyzer and the reagent to only the analyzer. MDR 1628664-2018-01883 was submitted for the analyzer associated with this issue and all further information for this issue will be documented under that MDR number.